Manufacturer narrative:
It was reported that the patient had multiple ICD fires with accompanying dizziness. The patient was admitted to the hospital and appeared hypovolemic. The patient was treated with intravenous saline and amiodarone infusion. The ventricular tachycardia resolved and was discharged home on (B)(6) 2013. The hvad pump ((B)(4)) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities and history of arrythmias may have contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. (B)(4).

Event description:
It was reported on (B)(6) 2013 that a patient's infernal cardiac defibrillator (ICD) had fired twice while he was at home. The patient went to the ventricular assist device clinic and the ICD fired once more while in the lobby. The patient reported feeling dizzy when the ICD fired. He was taken to the emergency department where he was found to be in sustained ventricular tachycardia (vt); he was later admitted. The patient appeared hypovolemic and was given 2 liters intravenous normal saline and was started on a continuous intravenous amiodarone infusion. He continued to be hydrated. Arrhythmia service thought vt was likely epicardial in origin and did not favor ablation at that time due to high risk. On (B)(6) 2013 the patient was transitioned from intravenous to oral amiodarone. The ventricular tachycardia resolved and the patient appeared euvolemic when discharged home on (B)(6) 2013.